Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported occlusion issue with the infusion set site and the blockage was likely at the site on (B)(6) 2026 and symptoms were observed within three or more hours after insertion.